Event description:
The customer alleges back to back results of 341 mg/dl and 162 mg/dl on his meter. The customer states he ran the l2 control and it was in range, but he did not know the value. He did not change treatment or require medical intervention for the suspect result. Return requested and replacement was sent.